Event description:
It was reported that the nurse was attempting to cool a patient to a target of 33c on the arctic sun device (s/n (B)(4)) and the patient was still at 37.2c after a few hours. The water temperature was 27c, flow rate was 2.8lpm, pump hours were 6305, system hours were 7340, chiller temperature (t4) was 3.7c and mixing pump command was 100 percent. Nurse checked event log and confirmed alert 113 (reduced water temperature control). The arctic sun device was sent to biomed. Biomed had data files showing that the mixing pump of the arctic sun device had failed. Biomed stated would order and replace the part on site. As per follow up information received on 05-aug-2022, the device was used on patient with no reported injuries, patient was switched to different device. Biomed would repair the device onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a mixing pump component failure. The device did not meet specifications and that the device was influenced by the reported failure. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The device was not returned.

Event description:
It was reported that the nurse was attempting to cool a patient to a target of 33c on the arctic sun device (s/n (B)(6)) and the patient was still at 37.2c after a few hours. The water temperature was 27c, flow rate was 2.8lpm, pump hours were 6305, system hours were 7340, chiller temperature (t4) was 3.7c and mixing pump command was 100 percent. Nurse checked event log and confirmed alert 113 (reduced water temperature control). The arctic sun device was sent to biomed. Biomed had data files showing that the mixing pump of the arctic sun device had failed. Biomed stated would order and replace the part on site. As per follow up information received on 05aug2022, the device was used on patient with no reported injuries, patient was switched to different device. Biomed would repair the device onsite.